Event description:
Additional information revealed that the ipg was replaced due to nearing end of life. Postoperatively, patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Product information is currently unavailable.

Event description:
It was reported that patient had an unknown ipg replacement. Details of the surgery and device and patient information is currently unknown. Update will be sent as more information is received.